Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a yankauer. The customer stated, tips breaking off while performing total joint surgery, they have been able to recover broken pieces; no pt injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.